Event description:
The patient was reportedly experiencing intermittencies and loss of lock. External equipment was exchanged, however this did not resolve the issue. Surgery to explant the patient's device has been scheduled.